Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on left hip on (B)(6) 2004, due to a sciatic injury. A review of invoice history could not confirm the date of the original total hip arthroplasty procedure and it could not be determined if a biomet hip was implanted during the original procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-04908 & 2014-00624).